Event description:
It was reported that the patient's generator was disabled a week prior for an MRI and that the patient was now having an increase in seizures. It was noted that the physician in the ER did not think the patient's vns was working right and that it was not known if the patient's therapy was ever re-enabled following the MRI. The representative clarified that the settings were not set to pre-MRI settings which may have been the cause of the seizures. No additional clarifying information has been received to date.